Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia when blood glucose rose to a ¿high¿ reading after a site change, and a subsequent inspection during troubleshooting revealed a bent cannula on the previously inserted infusion set (inset 23" lot#6005492), after which a new site was placed and glucose values began to decline. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or signs of diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included phone-based troubleshooting and education that prompted another site change and assessment of the removed set. Investigation of this case revealed evidence of an infusion set flow interruption due to a bent cannula associated with the infusion set component, with hyperglycemia as the clinical manifestation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.